Event description:
The customer states that the pump over delivered.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump failed motor speed test¿. The unit was triaged and the customer¿s reported condition was confirmed. The complaint for "fails motor speed test" could result in an "over/under deliver - outside accuracy limit". A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.